Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated they fell down the stairs three times, was unconscious, and was sent to the emergency room (ER). She did not have any specific serious bodily injury from the falls and no details were provided regarding how soon after each other the falls occurred or what relationship they had in time to the loss of consciousness. She cannot recall the exact cgm reading but stated it was normal, although her bg upon arrival at the ER was 37 mg/dl. She was treated with baqsimi nasal spray (glucagon powder). At some unspecified time, the cgm was reading 286 mg/dl and the bg was 400 mg/dl. At the time of the report the patient was feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.